Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized in two different occasions due to high blood glucose of 500mg/dl on (B)(6), 2013, and low blood glucose of 46mg/dl on (B)(6), 2013. The customer experienced intractable vomiting, gastroparesis, and issues with pneumonia on the previous hospitalization. The customer was legally blind and could not troubleshoot. The caller stated that the doctor recommended having the device replaced. No further information was provided.